Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they injected depot to right deltoid as requested by patient. Whilst depressing the syringe, medication began leaking from the hypodermic safety needle down the patients arm. It appeared the medication was leaking out from the plastic part of the device before entering the steel lumen of the needle as the medication was being pushed through.

Manufacturer narrative:
The device history records (DHR) for lot 103305 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. No samples were returned for evaluation. Instead, a video was provided and the reported issue of leaking was observed. However, the investigation did not identify a systemic issue with the product or process, and a specific root cause could not be identified based on available information. Therefore, a corrective and preventive action (CAPA) is not necessary at this time. We will continue to monitor related reports to determine if additional actions are necessary.